Manufacturer narrative:
All available information was investigated, and the reported deformed sgc tip was confirmed via returned device analysis. The reported failure to advance could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported failure to advance was due to challenging patient anatomy. The reported deformed sgc tip was a cascading event of the reported failure to advance. The cause of the reported pericardial effusion was unable to be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), vessel tortuosity, severely rotated heart (transposed and deflected at an angle), and a dilated left atrium for a mitraclip procedure. Femoral vein access was tight, with resistance and a certain degree of curvature. The steerable guide catheter (sgc) soft tip became distorted while entering the right femoral vein. The direction of the sgc after entering the atrial septum was different from usual due to the rotated heart (towards the front instead of the back). It was suspected that the sgc touched the heart tissue after entering the atrial septum, causing a pericardial effusion. Pericardiocentesis was performed. The procedure was discontinued and no clips were implanted. There was no clinically significant delay.